Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the front pulse wire was open in the trunk cable. The cause of the check therapy pad messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report constant check therapy pad alarms. The patient was issued a replacement electrode belt.